Event description:
No medical intervention was required. The event was considered resolved.

Manufacturer narrative:
Initial reporter voluntary medwatch #: mw5069437. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cannula of a cleo® 90 infusion set broke off in the patient's skin. The patient's son had noticed "some leaking" around the patient's subcutaneous infusion site when changing the dressings. He then noticed the cannula was still in the skin. The cannula was approximately 3/8 of an inch long. The subcutaneous site was removed and placed elsewhere. The new site did not have any drainage or leakage. The infusion was not interrupted. It is unknown what medication was being infused, however, it was noted that the infusion rate was 13.3ng/kg/min. The infusion set had been used from 2017 to ongoing. No permanent injury was reported.